Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor anomaly and low isig values. The customer had isig value of 6.2 units. The customer stated that she was not able to calibrate because her blood glucose have been outside of range. The customer's blood glucose reading was unknown. The customer stated that the sensor is 4 days old. The customer was informed that an email was sent to the manager. No further assistance was provided.